Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2011; rvdr01 implantable pulse generator (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed an infection from an unknown source. Cultures were taken and antibiotic treatment was necessary. The implantable pulse generator (ipg) and two leads were removed. No further patient complications have been reported as a result of this event.